Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The needle tip broke during use. The tip was retrieved from the patient with no adverse patient consequence reported.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device am2636 number, and no non-conformances were identified. Investigation summary: fourteen unopened samples of product code w9932, lot # am2636 were received for evaluation. The complaint sample was not received. During the visual inspection of thirteen unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. No needles breakage was observed. The sutures were dispensed without problems and examined along of the strand and no defects were observed. Also, the samples were tested by resistance test to needle and met the requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the sample received, no breakage needle were found. Investigation summary: a suture needle was returned for evaluation. A fracture was observed near the tip of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation of (B)(4) revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure.